Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument was not responding to the commands. The procedure was completed with no reported injury. There were no reports of fragment(s) falling into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tenaculum forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a damaged pitch cable at distal end.